Event description:
Silicone breast implants, which were placed in 1987, were removed in 1999. There were several areas of silicone granulomas on both breasts which were embedded in the capsule and some were outside the capsule. "There were excised." Pt has indicated possible claim is pending with MFR.